Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule-ndr.

Event description:
Healthcare professional reported left side rupture and ¿8 mm nodular formation probably compatible with fibroadenoma." The event of "8 mm nodular formation probably compatible with fibroadenoma" is not device related. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule-ndr: unable to observe, as it is not related to the device. Rupture: not observed openings, during the analysis. Additional observations: observed, deformation on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, rupture. This record relates to left side. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Healthcare professional reported left side rupture and ¿8 mm nodular formation probably compatible with fibroadenoma." The event of "8 mm nodular formation probably compatible with fibroadenoma" is not device related. The device has been explanted.